Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal, lock collar, trocar balloon and dissector balloon appeared intact. The obturator was received. The inflation syringe was not received. The insufflation bulb was received. Pmv performed functional testing; the trocar balloon was inflated using a test syringe, no leaks detected. The hole was covered, and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: first balloon exploded during use. Second, balloon fills disproportionately damaging the fence. Patient outcome: unknown.